Event description:
It was reported that when using the pyxis medstation es system main drawer 4.1 failed to open. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer found that the drawer 4-1 had bad rails and needed to be replaced and the ball barring coming out. The system functioned as intended after the field service engineer troubleshooted the device.